Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient encountered ischemia that was suspected to be affected by the introducer. During pump placement, angio was taken of right leg and there was no flow. Fem bypass was placed and impella was locked and sutured down. Moreover, vascular surgeon was consulted for cold right foot post impella removal. Vascular ultrasound of leg was completed. No clot or acute injury found. Surgeon mentioned that there was horrible chronic arterial disease in lower leg. The patient ended up having to have a below the knee amputation of the right leg. The surgeon mentioned that low cardiac output, chronic peripheral vascular disease, and sheath in femoral artery could have all played into patient having to get bka. Implanting cardiologist believed the main contributing factor was chronic pvd. Physician said the fem bypass they placed had great flow down the antegrade sheath.

Manufacturer narrative:
The investigation was completed. No product was returned for investigation. Ischemia: the root cause of the ischemia was unable to be determined due to insufficient clinical details.